Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. All previously reported conclusion, result, and method codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 10 mg/ml with an unknown total dose and bupivacaine 20 mg/ml with an unknown total dose via an implantable pump for spinal pain. It was reported the patient heard their critical pump alarm multiple times. The last critical alarm on the logs occurred on (B)(6) 2019. It was noted that there were multiple pump motor stalls. It was noted that the pump stalled 6 times before replacement on (B)(6) 2019. It was noted that the pump was near end of life, but replacement occurred because of frequent stalls. It was noted that the patient denied being around any magnetic fields in the past month while the stalls were happening. It was noted the patient was being supplemented with fentanyl patches and other medications, which are unknown, during the pump stalls. It was noted that the pump was placed on minimum rate until the pump could be replaced. Surgical intervention occurred as the pump was replaced on (B)(6) 2019. The pump was returned to manufacturer. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive- no injury. The patient's weight and medical history were asked, but unknown. The event date was 2019. No further complications were reported/anticipated.